Event description:
Physician was attempting to treat a lesion using scuba stenting device. It was reported that the stent dislodged while advancing device to the target lesion. Physician removed it and changed to a new device to complete the procedure. It was reported that patient is good. Cine images or procedural cd not available for review and lesion morphology is unknown. Please note that this device (scuba iliac stent) is distributed outside the united states: however, it is similar to the united states distributed product (scuba biliary stent).

Manufacturer narrative:
Operational context caused or contributed to event (event most likely procedural related).

Event description:
Evaluation summary: the device was returned to manufacturing facility for evaluation. The stent was dislodged from the catheter device. The device was analyzed and traces of radio opaque solution were detected in the balloon and inflation line. The balloon has been inflated, no damages detected on the shaft. The stent was found crushed in several points and no stent measurements could be performed.

Manufacturer narrative:
Results: based on the information available no root cause can be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.